Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that up, down and act buttons of insulin pump had to press harder than before. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that battery was diminished, backlight was dim, insulin pump takes longer to rewind and cloudiness on screen. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.